Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left superficial femoral artery. After pre-dilatation with a 7x40mm balloon the 6.5x80mm supera stent delivery system (sds) was advanced and the stent deployed in the lesion [aneurysm]; however, during retraction of the sds the tip/nosecone caught on a stent strut and the delivery system could not be removed. Access was gained from the left groin antegrade and a 7x40 mm balloon was inflated distally to anchor the stent, which allowed the sds to be retracted from the stent without issue. The stent was successfully fully deployed at the target aneurysm site. The procedure continued on with coiling of the artery to complete treatment of the aneurysm. The procedure was noted as being prolonged; however, this was not clinically significant and the final result was good. No adverse patient effects were reported. No additional information was provided.